Event description:
It was reported that the patient faced kinked infusion set tube event on 24 aug 2024, which led to cause high blood glucose level. Customer experienced symptoms such as polydipsia, hot flashes/flushes, dizziness and nausea.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.